Event description:
MFR received a report from a nursing facility that an oxygen concentrator was not producing any oxygen flow and that the alarm had not sounded. As a result of this incident, the pt sustained shortness of breath.